Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Fifteen photos were provided and reviewed. Based on the photo review, it was observed that the crack is visible in 12 photos and not visible in 3 photos. It could not be determined which photo is associated with which devices. Therefore based on the photo review, the reported crack is inconclusive. A definitive root cause for the alleged cracks on the device package could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: b5, d4 (expiry date: 02/2022), g3. H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to an ultrasound guided vacuum assisted breast biopsy procedure through fibroadenoma tissue, the device packing allegedly had cracks. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending; however, photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2022).

Event description:
It was reported that prior to a vacuum assisted breast biopsy procedure, the device packing allegedly had cracks. There was no patient contact.